Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra2 meter had missing segments. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter fell on the ground on a week earlier at approximately 8 or 9 am. Ever since that time, he had noticed that the letters are blurred. He stated that he used it on four days prior to original date at around 12 pm, and was already feeling tired, had a sour taste in the mouth, had a headache, and was thirsty. The patient tasted his own urine to check if it was sweet and he stated that it was. He then took a pill of avandamet and went to his doctor's office. His blood glucose there was 380 mg/dl and the doctor changed his medication. This complaint is reported because the patient alleged that ever since the meter was dropped on a week earlier, he had noticed the missing segments. The meter should withstand a drop from a certain distance, but the distance was not included in the customer's report. Four days later, the patient experienced symptoms of high blood glucose and visited his doctor after taking his usual dose of oral medication. The doctor's meter result was 380 mg/dl. Replacement products were sent to the lay user/patient.